Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the fluid air exchange would fill with gas but would not exchange during surgery. The procedure and patient harm details was not reported.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event product would fill with gas but would not exchange does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event product would fill with gas but would not exchange does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.